Event description:
It was stated that the customer was hospitalized for low blood glucose levels, with readings of 40 mg/dl. The customer's blood glucose reading at the time of the call was 464 mg/dl. The caller was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.